Manufacturer narrative:
Zoll medical corporation has not received the device for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during a routine shift check by a clinician, the device displayed an "off set self check failure - 1174" error message. Complainant indicated that there was no patient involvement in the reported malfunction.

Manufacturer narrative:
The device was returned to zoll medical south korea for evaluation. The customer's report was verified and attributed to water ingress. An internal inspection found internal water damage. The customer declined repair. Analysis of reports of this type has not identified an increase in trend.